Event description:
Prior to a coronary drug eluting stenting treatment procedure, stent damage was noted. In 2005 the physician removed the taxus express2 3.5 x 24 mm drug eluting stent from the box and found the strut was not even. It had appeared damaged. The stent was not used; another of the same device was used to complete the procedure. There were no reported pt complications.